Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a pre-existing surgical valve, after the valve was released, the valve dislodged into the ascending aorta. The valve was snared and remained in the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.